Event description:
The "hub" of the catapult sheath separated from the shaft upon insertion. Sheath exchanged for another. The entire sheath was removed. Boston rep aware. Sheath taken to materials management for documentation.